Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case behind the pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack in insulin pump case. Customer's blood glucose level was unknown. Customer also stated that insulin pump was exposed to moisture. The device will be returned for analysis.